Event description:
Information received indicates the device was removed due to stenosis, regurgitation and increased gradient. The product was replaced with no additional patient complication reported. As received, extensive pannus overgrowth is noted on the inflow of the valve, reducing the orifice area.